Manufacturer narrative:
The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
It was reported that a patient, female, underwent an an atrial fibrillation (afib) procedure with a ez steer thermocool sf and suffered a cardiac tamponade during mappring of the left ventricle (lv) which required pericardiocentesis. A blood pressure drop was observed during mapping of the lv. The physician had just gone transseptal and mentioned that his needle shot across somewhat rapidly. The pericardial effusion was noted on the reprocessed ice catheter. The procedure was stopped. The ep used ice to monitor pericardial effusion / tamponade which began quite rapid. A pericardiocentesis was then attempted with success. The patient left the ep lab stable. The patient was held for observation according to hospital protocols. The patient had a previous perforation at another hospital. She had a thick septum as visualize on intra-cardiac echo. The physician¿s opinion regarding the causality of adverse event was procedure-related. The patient was fully recovered.